Event description:
It was reported that during a revision hip procedure, the bone screw that goes through the body of the restoration modular hip system sheared off in the interface with the bottom half of screw in the body when it was tightened. It was further reported that the screw was left as such and the cup was placed on it and the surgery was completed with 10 min delay in the procedure with no adverse consequences to the pt.